Event description:
During preparation it was noticed that there was some water leaking out from the inflated balloon. The physician suggested that there was "a crevasse on the balloon body." The procedure was successfully completed with another device. There were no consequences to the pt.

Manufacturer narrative:
Additional info regarding the event was requested and the following was determined: the device was stored at the device stocking cabinet less than 25c temperature. The pouch was visually inspected. No damages were noted to the packaging. The catheter was removed from the protective hoop as per directions for use (dfu) with no difficulties. The balloon catheter was not visually inspected after removing from the protective hoop. There were no air bubbles coming out of the balloon during purging.